Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon insertion of the sensor the wire was missing under the sensor patch. Patient described the location of the wire to be hanging off the insertion needle. The sensor insertion was at the abdomen on the (B)(6) 2015. There was no report any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4).